Event description:
It was reported that when using the bd pyxis¿ es server, two users not shown up on prod es server. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where two users were not appearing. A technical support specialist (tss) dialed into the server and checked active directory (ad) synchronization, confirming no issues. The tss reviewed the user snapshot and found the delete flag set while the active flag was 1, and the users could not be located in production enterprise server (pes). Upon checking the user domain, two entries were identified. An attempt to resave the password resulted in a ¿host unable to reach¿ error. It was then identified that the account ID was using carefusion service, while the server had already been migrated to carefusion service. The tss obtained the correct credentials and resaved the password using carefusion service. After this update, the users appeared in the system and were confirmed as domain users. A query showed the delete flag as 0, and login history confirmed that the users were able to successfully log in using their ad accounts, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.